Event description:
Home pt (hp) reported a system alarm 2240 during automated peritoneal dialysis treatment. Hp had accidentally disconnected their pt line causing the alarm. Hp discontinued treatment at time of the 2240 alarm. Rn reports that hp received 2 grams of vancomycin intraperitoneally prophylactically. There was no resulting infection.